Event description:
The customer reported the plastic tip of the device melted and fell into the pt cavity during a laparoscopic hysterectomy. The piece was removed from the pt cavity. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.